Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-nov-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed and would not open. The field service engineer (fse) found legacy half-height drawer 2.2 was off the bus. The fse turned the station off and replaced the retractor band, but this did not resolve the issue. The screws on the drawer were stripped, causing the moab to be stuck, so it took some time to extract the moab and remove the screw nub. Then moved the moab to drawer 2.1, but it was still not detected. The fse checked the lights on the board and did not see any and new moab was replaced. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer would not open. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.